Event description:
Device 1 of 2: ref MFR report: 1627487-2012-09200. It has been reported the pt has been experiencing a shocking sensation when attempting to modify programs, while communicating with the ipg and when turning the stimulation off. The pt's pain pattern is low back and bilateral legs to the feet. A full parameter diagnostic indicated low impedence values on several contacts. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.